Event description:
It was reported that the pt underwent a spinal procedure due to fracture at t11-l3 using posterior fixation. Approx. 10 months post op, it was noticed that two rods broke at l1. The secondary surgery was performed to correct the alignment approx 10 months post op and broken rods were removed.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of he event.